Event description:
Boston scientific received information that at the initial implant of this device and before it was placed in the patient, the device was interrogated. Upon interrogation, it was noted the device was in safety mode and displayed an error message. As a result, the physician would not implant this device. To date, no adverse patient effects have been reported.

Manufacturer narrative:
The device will be returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, communication with the device could not be established using the ttm raw register programmer or latitude zoom programmer. The device case was opened. Vcell = .928 volts, and a 3.10 volt supply was substituted for the depleted cell. I = 11.64mamps. The device low voltage power supplies measurements were: vcc = 10.75vdc; v125 = 1.28vdc; v230 = 3.065vdc; v220 = 2.203vdc. The lad then overdrove the low voltage power supplies and no change in device current was noted. Curved trace vcc circuitry was used to check for poly/poly cap signature, but circuitry looked normal. Analysis was preformed on the mmic chip using the pem 2000 and found an emission spot due to a gate oxide defect on the n3 fet, hvc_fetg drive. The gate oxide defect on the hvc_fetg drive fet resulted in a high current drain that resulted in the premature depletion of the device battery which caused the fault code and safety mode state of the device at time of implant and then the eventual loss of telemetry that was seen upon arrival at boston scientific.